Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false positive troponin (accutni) results for six (6) patients that were generated by the access 2 immunoassay system. The erroneous results were discovered following the switch to a new access accutni reagent pack and samples were rerun. The erroneous results were reported out of the laboratory. The results provided by the customer are shown. There was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Qc has been within specifications prior to the event. Service was not dispatched for this event, as the customer is not questioning instrument performance. No clear root cause has been determined for this event.